Event description:
It was reported that there was increased threshold post-implant, but x-ray showed no dislodgement. One day after implant the threshold decreased and the doctor determined the patient was stable. Five days later, high thresholds were seen again and there was a perforation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.